Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2023. H6: investigation summary one sample was provided to our quality team for investigation. The reported issue was not confirmed upon inspection and functional testing of the sample. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 1147923. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that vaccine medication leaked from the bd safetyglide¿ needle during use. The following information was provided by the initial reporter: "3ml syringe and 25g x 1 inch needle, used to draw up vaccine and needle was primed. When administering vaccine, and pushing the plunger, vaccine fluid/liquid leaked out from end of plunger instead of being administered into client."

Event description:
It was reported that vaccine medication leaked from the bd safetyglide¿ needle during use. The following information was provided by the initial reporter: "3ml syringe and 25g x 1 inch needle, used to draw up vaccine and needle was primed. When administering vaccine, and pushing the plunger, vaccine fluid/liquid leaked out from end of plunger instead of being administered into client."

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccine medication leaked from the bd safetyglide¿ needle during use. The following information was provided by the initial reporter: "3ml syringe and 25g x 1 inch needle, used to draw up vaccine and needle was primed. When administering vaccine, and pushing the plunger, vaccine fluid/liquid leaked out from end of plunger instead of being administered into client."